Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode. No patient symptoms were reported. Battery depletion was assumed. No intervention was reported.

Event description:
New information reported that the device was explanted on an unknown date. The patient was noted to be in good condition following the procedure.